Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence. The physician believes the device could not be working properly due to a malposition of the cuff or due to urethral atrophy. A replacement surgery has been scheduled.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.